Event description:
Double lumen breast implants implanted, replacing ruptured silicone gel breast implants. Left double lumen implant migrated approx 2" above original site. Implants caused severe capsular contracture, hardening & deformity. Rptr continued experiencing swelling in hands & feet; difficulty concentrating, sleep disorder; difficulty moving arms; problems with memory.